Manufacturer narrative:
(B)(4). P-cap / reservoir locks properly into place. Insulin pump received with critical pump error (open book image) alarm after battery installation due to moisture damage to force sensor. Insulin pump received with corroded electronic assemblies and corroded motor home switch. Insulin pump was able to download firmware using crest software successfully however, unable to download of pump's trace and history files using thus software due to frozen blue screen occurrence. Insulin pump unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error (open book image) alarm. The following were noted during visual inspection: scratched case, cracked keypad overlay, cracked case on the battery tube side, and faded serial number label.

Event description:
Information received by medtronic indicated that the insulin pump had a crack at the back of the insulin pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.